Manufacturer narrative:
Dentsply sirona became aware of a malfunction for same/similar devices that could have possibly caused or contributed to a serious injury. Products return is requested and they will be evaluated after receipt. In case any new or additional information will be gained from this investigation a follow-up report will be sent. Trend is tracked and monitored.

Event description:
The screwdriver could not be removed from the handle and was damaged when removed with pliers. The handle portion may have became loose at some point. The session was completed with no patient impact with a similar device.